Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device reported error. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the defibrillator monitor battery fails to charge due to malfunction of battery. The rse recommended to replace the battery with a new one. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the reported problem was determined to be due to a malfunction of the battery. Further root cause analysis could not be determined. The reported problem was confirmed.